Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was dropped and the screen is blank. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One power pca was returned for failure analysis. The pca was received with an open fuse f7 resulting in a blank display/screen. Device operated as normal after the fuse was replaced.